Manufacturer narrative:
The insulin pump was programed with correct time and date. Unit was monitored for 4 days and several boluses were programed. Units delivered all bolus properly and were recorded in the bolus daily total history screens. No bolus history anomalies were noted. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported her boluses were not showing up on the insulin pump. Customer also stated she believed it was not delivering properly. Customer stated when the insulin pump was uploaded at healthcare provider's office, it did not show one month of boluses. Customer was advised to do a manual bolus of 2.0 units and it showed up in the bolus history. Customer was then instructed to do a 5.0 unit fixed prime and this passed. Customer's fill cannula amount was set to 3.0 units, and it was advised this amount should be set to 0.3 units. This was reset and customer ran 0.3 units. Customer agreed to return the product for analysis.